Event description:
A customer contacted beckman coulter inc, (bci) and reported that they had misloaded an accutni reagent pack on the access 2 immunoassay system and it was in the incorrect slot of the reagent storage carousel. Per customer, no patient samples had been run on this reagent pack; however, qc resulted as no value with ind flags. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Hotline assisted the customer in removing the misloaded pack from the carousel and was instructed to discard the pack. Service was not dispatched as the issue was identified while troubleshooting with the hotline. Use error is the root cause for this event.